Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a (B)(4) indicative of two successive charge times exceeding the charge time limit. It was noted that remote monitoring was disabled following the observed code which boston scientific technical services (ts) explained was the result of the device declaring battery capacity depleted due to the long charge times. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a charge time exceeded fault code (B)(4) was recorded after a shock was attempted. A second shock was then attempted which resulted in a second charge time exceeded fault and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock into a shorted lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.